Manufacturer narrative:
This report is filed, june 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed granulation around the incision line resulting in thinning skin over the receiver/stimulator unit. The patient has been prescribed oral antibiotics (dates and durations not reported) to treat the site. Subsequently on (B)(6) 2016 the patient underwent revision surgery to have the internal device repositioned under thicker skin flap. The implanted device remains.